Event description:
It was reported patient underwent a vector nail procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to an infection. The surgeon removed the nail and replaced with an antibiotic spacer.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; manufacture date - unknown.